Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited noise that was oversensed by the device. It was noted that this occurred 3 weeks post knee surgery. The noise was not reproducible in clinic. It was also noted, with an x-ray, that there was more slack than there was at implant. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.